Event description:
Customer reported the batteries are only lasting two days. Customer found her device dead when she finished showering. Customer does not know blood glucose. Customer stated her blood glucose was over 600 mg/dl, it was high due to the device having no power and not administering insulin. Battery out limit alarm occurred during normal use. Customer was advised if alarmed occurred during normal use it indicates the battery cap might be loose. Customer was advised to clean the battery compartment components and then insert a new battery. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.